Manufacturer narrative:
Updated block: d9. During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd was activated from the central control monitor (ccm), the abd instantly started alarming. A luo abd was installed into the circuit, and it functioned as intended. The returned abd was put back into the circuit and again started alarming as soon as it was turned on. The abd did not function as intended.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the ultrasonic air sensor (uas) false alarmed and turned the arterial pump off every time the crystalloid prime was engaged. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the user facility, in previous instances, the uas would trigger and then the arterial pump would turn off when chasing blood from the reservoir with crystalloid at the end of the case. The field service representative (fsr) verified that the uas was not working. The uas and cable were replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the transducer was inspected under a black light to observe the bonding adhesive. It was found that there were areas of delamination between the ceramic and transducer housing. This leaves a small air void in the detection circuit and prevents proper transmission of the acoustic energy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.